Event description:
It was reported compatibility guidelines were requested for a MRI. It was also reported, the patient informed the healthcare provider (hcp) the pump was ¿not working¿ and the patient needed a MRI for her neurogenic bladder. No details were provided on what was not working with the pump. It was also reported, the patient was having neurological problems and had been inpatient since 2014 (B)(6). It was further reported, the patient had a pain pump placed by the managing pain physician and the device was delivering ziconotide and was a ¿2/2 cage placement¿. Additional information received reported there was nothing wrong with the pump. It was reported, the ziconotide in the pump was causing some unwanted side effects of confusion, equilibrium was affected, and the patient experienced tremors. The dose was lowered from 1.85 mcg/day to 1.65 mcg/day. The patient was doing well with this new dose and had not complained of anymore issues. The concentration was 25.0 mcg/ml. It was noted, the side effects started in (B)(6) 2013. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).